Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was broken easily during interrupted suturing on the fascia. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/09/2020. A manufacturing record evaluation was performed for the finished device qemeqz batch number, and no non-conformances were identified. Additional h-3 summary: a winding former with five used needles and three needle/sutures combination of product were received for evaluation. The product code is multi-strand count and the packet contains eight strands. During the visual inspection of the sample, in five needles the swage and attachment area were noted to be as expected mask by use of a surgical instrument were noted and the sutures of these needles were not received for evaluation. Three needle/sutures combination were examined, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.